Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 480- 500 units. The customer's blood glucose level was 200 mg/dl. The customer indicated that the cartridge would be changed.